Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address occlusion alarms, but alarms continued. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to customer's blood glucose level.